Manufacturer narrative:
H6: c19, the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and indicated the product met creganna medical specifications and procedures. It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).¿ h6: removed code d16 from investigation conclusion and added code d15.

Manufacturer narrative:
H6: added investigation conclusion code d12. Code d15 remains unchanged.

Manufacturer narrative:
H6: b18, the device was discarded at the treating facility and was therefore not available for analysis. It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).¿. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent an endovascular treatment for an abdominal aortic aneurysm and a right common iliac artery aneurysm using gore® excluder® aaa endoprostheses and gore® dryseal flex introducer sheaths. An angiography for the access vessels showed a dissection in the right external iliac artery. The final angiography showed a type ii endoleak from the inferior mesenteric artery. No treatment was given for either dissection or endoleak. The patient tolerated the procedure.